Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 1 - no pressure change when expected) occurred during pumping. The customer reloaded the cartridge and the pump fill estimate was inaccurate. The customer continued with the cartridge and the same alarm occurred. A new cartridge was successfully loaded to address the events and the fill estimate was accurate. There was no reported impact to the customer's blood glucose level.